Event description:
This complaint is from a literature source. It was reported that a small pericardial effusion appeared in 2 patients using an irrigated catheter in the coronary venous system (cvs) during the perioperative period, and patients recovered without sequelae. Based on the narrative, there were no complaints reported related to catheter malfunction immediately after the procedure which might suggest that these complications were procedure related and not a malfunction of bwi product. Title:¿ adenosine sensitivity is associated with ablation success rate and recurrence rate with non-irrigated catheters in patients with ventricular premature contractions/tachycardia from the ventricular outflow tract.¿ the aim of this study was to investigate the association between adenosine sensitivity and ablation success/recurrence rates with a non-irrigated or an irrigated catheter. The study was conducted between april 2005 and july 2010. There are no death events and device malfunctions reported in the publication. Model and catalog number are not available, but the suspected device is the 3.5 mm thermocool , biosense webster). Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Concomitant products/other bwi products were used during this procedure: 4 mm tip non-irrigated catheter (biosense webster), carto, stockert ep shuttle. (B)(4).